Event description:
It was reported that the pulse generator could not be interrogated. Estimated remaining longevity in april 2006 was 4.1 years with battery data of 2.79 v, 11 ua and less than 1 kohms. Patient had been lost to follow-up since that time. The pulse generator would not respond to a magnet, but was pacing and capturing. The device could not be communicated with, and was replaced.

Manufacturer narrative:
Na